Manufacturer narrative:
Additional information received that no fragments from this lead remain in the patient; the lead was fully extracted on 12-jan-2023. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was explanted due to threshold above 3.0v @ 1.0ms. Difficult extraction led to a piece of this lead potentially being left in patient. New system implant was delayed to let patient body recover. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.